Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the setscrew inset 55 percent stripped. The septum was found punched through off-center multiple times. These punch-outs were found in the setscrew inset, and prevented full insertion of the torque wrench tip into the inset. The metal ring on the bottom of the septum was also dislodged by the torque wrench being inserted off- center and at an angle through the septum. No device anomalies were found that would cause the stripping of the setscrew inset.

Event description:
It was reported that during pulse generator implant, upon inserting the ventricular lead into the device header, the wrench would not turn the screw and the patient became asystolic. The physician repositioned the lead in the header and tried again, but the wrench still would not turn the setscrew. The lead was pulled out of the header, but the tip remained in the header. A new pulse generator and lead were implanted.